Manufacturer narrative:
Thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump body, a thrombus formation was found adhered around the inlet bearing ball. Its laminated layers and areas of denaturation indicate that this thrombus likely developed over an undetermined period of time while (B)(4) was in operation. The evaluation of (B)(4) could not conclusively determine a cause for the development of the observed thrombus. The pump was cleaned and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. A review of the device history records revealed the device operated as intended and in accordance with manufacturing specifications. No further information provided. The manufacturing is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device lvad on (B)(6) 2013. It was reported on (B)(6) 2013 that patient had a routine heart transplant. During investigation and disassembly of the returned pump (B)(4), found a thrombus formation adhered around the inlet bearing ball, was identified and has been captured since (B)(6) under MFR report number 0002916596-2014-00159. No further information provided.